Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing as performed and the transmitter had voltage. Functional testing and a pairing test was performed and no failures were detected. There was no data available for review. Water was applied to the device and there was no reaction. The reported event of abnormal transmitter behavior was not confirmed. A root cause could not be determined. Contents of field are included below due to e-submitter mapping issue encountered beginning on (B)(6) 2017 whereby contents are not populating on packaged medwatch 3500a form: (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced abnormal transmitter behavior. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.